Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "optic is cloudy. No negative impact in state of health reported."

Manufacturer narrative:
Device evaluation: no deviations, damage, or negative influences that could impair the imaging or function of the optics can be detected on the optics examined. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records the customer's statement "optic is cloudy" cannot be confirmed. The root cause analysis did not reveal any deviations in the function of the optics. The optics comply with the currently valid specifications. The imaging is clear and distinct. No damage to the item that would negatively affect the imaging or function can be detected. The event is filed under internal karl storz complaint ID: (B)(4).